Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: evidence of moisture contamination behind display lens. Battery compartment crack observed and the keypad is torn. Due to moisture contamination pump powers with a blank screen and no vibration upon battery insertion. There was evidence of moisture contamination throughout inside of pump.